Event description:
Vessel sealer would not work. A new vessel sealer was opened to complete the procedure. The product had patient contact but no patient harm. Manufacturer response for vessel sealer extend, (brand not provided) (per site reporter) notification sent same day as this report.